Event description:
Pt has a flowonix pump that they pt has had problems with. Pt stated the catheter has been "occluded" 6 inches from the pump for about a year. He thinks the catheter in the flowonix pump has a kink in it and think that it's occluded. It's currently located at c2, but he wants it to be moved to t8 due to her low back pain. Caller stated 'she's had nothing but trouble with this (flowonix) pump.' Reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).